Event description:
On (B)(6) 2023 a patient underwent a posterior fixation procedure from t8 to s2ai. The surgery was completed without issue. On a unknown date, a rod in the construct was reported to have fractured on the left side at s1/sai. On (B)(6) 2024 a revision surgery was conducted to remove and replace the fractured rod. Additionally, an iliac screw was added on the left, and rods were added, one each laterally and medially to reinforce the construct. The revision surgery was completed without issue with no adverse patient impact.

Manufacturer narrative:
No device was returned for evaluation. Photographs of the fractured rod in-situ were provided for review and were able to confirm the reported event. No information regarding the patient's post-operative activity level were provided. Based on the information obtained, the root cause of the reported event was unable to be determined but may have been the result of implant damage during rod bending, such as notching, which may have introduced a stress concentration point that fatigued to fracture when loaded. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Labeling review: "potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union..." "Warnings, cautions and precautions. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the reline implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the reline implants if there is any evidence of damage." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."